Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported that the therapy is not quite covering the pain that they have. Patient said they have pain all across their lower body through the groin area and the two sides area basically in the hip bone area and across their back. The therapy seems to be moderately effective, but not consistent. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Technical services also gave patient contact information for the ambassador program, per patient's request. Case re-opened and assigned to self to send an email to the patient. Patient stated they tried contacting the phone number given to them earlier for the ambassador program, but they were redirected back to patient services by manufacturer representative (rep)  when they called ambassador phone number. Agent reviewed phone number and online link with patient, and sent email with link for patient.